Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable became hot to touch when plugged into the pump. Additionally it was reported that an unknown liquid "oozed" from the cable there was no reported adverse impact to customer's blood glucose level. Reportedly, an alternate cable was able to successfully charge the pump.